Manufacturer narrative:
Device is a combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that tachycardia occurred. Vascular access was obtained via the femoral artery. The 72% stenosed, 15mm in length, de novo, concentric target lesion was located in the moderately tortuous, moderately calcified and 4mm in diameter left anterior descending artery. The lesion contained >45 degrees bend. Several attempts to cross the lesion were done using different unspecified guide catheter curves. An unspecified 0.014 guide wire crossed the lesion with difficulty. Then predilation was performed using a 3x12mm apex balloon catheter. Percent stenosis of the lesion immediately after predilation was 60%. A 4.00mm x 16mm promus element ¿ stent was advanced but encountered severe resistance. During the attempt to implant the stent, the patient was anxious and developed tachycardia. The guide catheter was destabilized and was retrieved from the ostium. The device was removed and the physician decided to reschedule the procedure. No further patient complications were reported and the patient's status was stable.